Event description:
During surgery, the headless pin holder stopped holding pins. The surgery was successfully completed using surgical pliers and the pt did not sustain any life threatening injuries. The device was returned to the distributor by the customer and the distributor then forwarded it to the initial importer. The initial importer examined the device and sent it to the MFR further evaluation and to determine a root cause.